Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm hp was unable to deliver insulin/medication. The following information was provided by the initial reporter: needles not permeable.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/21/2021. H.6. Investigation: seventeen open 32g x 4mm pen needle samples were returned from lot. No. 0127786, cat. No.320561. Visual examination was carried out on the returned samples ad a broken non patient end of cannula was observed on eleven samples and bent non patient end of cannula was observed on six samples. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related h3 other text : see h.10.

Event description:
It was reported that the pen ndl 32g 4mm hp was unable to deliver insulin/medication. The following information was provided by the initial reporter: needles not permeable.